Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the blower has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: self-test failed and tf 431002 is showing. While checking logs, technical event 231009 is also recorded.